Event description:
It was reported the patient's blood glucose level rose to 18.6 mmol/l (334.8 mg/dl) while wearing the pod between 24 and 36 hours. As treatment, a new pod was placed. The device was originally reported for giving a hazard alarm while giving a bolus.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. Internal corrosion caused the bottom housing to be discolored and damage to the bottom housing vent was observed. A leak test of the bottom housing vent found that no fluid could permeate the vent. It could not be determined when or how the bottom housing vent was damaged. Multiple components inside the pod were either corroded, such as the batteries and pcb assembly, or showed signs of fluid ingress through discoloration, such as the mechanism rails, anchors, hook switch, piezo crystal, and commutator cap. Fluid was unable to travel the complete fluid path due to a leak found coming from the back of the nail head, indicating an inadequate seal. This leak caused the observed corrosion and discoloration. After multiple attempts, the pod data could not be downloaded, shelf mode current could not be measured, and the battery voltages were found to be lower than expected. This can be attributed to the corrosion observed on the batteries and pcb assembly. Due to the partial/all data loss, it could not be determined if a hazard alarm occurred. Therefore, the cause of the reported hazard alarm event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.